Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # nls-380000b, lot # 32143201, description: rejuvenate modular neck - 127/132 neck angle 38mm v40. Cat # 6570-0-128, lot # 24217701, description: delta v-40 ceramic head 28/0. Cat # 1235-2-522, lot # g2947455, description: restoration adm. Cup w/ha cat # 1236-2-852, lot # 34788001, description: restoration adm x3 ins 28/52. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient is experiencing pain. Patient is currently following up with his surgeon. MRI showed a "little" fluid build up in joint. Surgeon will follow up with patient in 6 months.